Event description:
It was reported that guide wire coating issue occurred. A 035/260 amplatz super stiff guide wire was selected for a iliac angioplasty procedure. During procedure, a catheter was advanced over the wire, but it appears the hydrophilic coating on the wire has lifted and prevented further advancement. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a 035/260 amplatz super stiff guide wire. Visual and microscope inspection of the analysis of the returned product revealed that the coiled wire was found damaged approximately at 21 cm from the proximal end; in this section the coil was stretched. The distal tip of the guidewire was bent. The coating of the coil wire showed some peeled sections. Dimensional inspection was performed. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to stretched coiled wire, od of the middle of the device and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities. B3: date of event: it was not provided, used the first date of the month of the aware date.

Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date.

Event description:
It was reported that guide wire coating issue occurred. A 035/260 amplatz super stiff guide wire was selected for a iliac angioplasty procedure. During procedure, a catheter was advanced over the wire, but it appears the hydrophilic coating on the wire has lifted and prevented further advancement. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable post procedure.